Event description:
Every night my mom used the philips dreamstation CPAP machines when she went to sleep. One night, out of the blue, she suffocated to death while wearing the machine. Something made her throw up and she wasn't able to get the mask off. FDA safety report ID # (B)(4).